Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 130 mg/dl. The customer states the insulin pump was exposed to fluid/moisture. Troubleshooting was performed for fluid exposure and there is fluid under the liquid crystal display, customer states pump seems to be working but screen has water damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.